Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead exhibited out of range shock impedance. Lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this lead exhibited out of range shock impedance. Lead remains in service. No adverse patient effects were reported. After three years additional information was received indicating shock impedance is still high out of range. It was recommended to deliver commanded shock or change threshold to 150 ohms and continue monitoring.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was added to the following fields: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: patient codes h6: impact codes information was corrected from the following fields: e3: initial reporter phone e3: occupation g2: report source.

Event description:
It was reported that this lead exhibited out of range shock impedance. Lead remains in service. No adverse patient effects were reported. After three years additional information was received indicating shock impedance is still high out of range. It was recommended to deliver commanded shock or change threshold to 150 ohms and continue monitoring. Additional information was received detailing that a commanded shock was performed in order to evaluate the lead. It was decided to continue using the lead and the patient will continue to be monitored.